Manufacturer narrative:
A device history record review has been initiated and the results will be relayed in a subsequent report.

Event description:
The anterior vitrectomy cutter did not provide sufficient cutting action during the procedure. The vitreous was aspirated in the cutter and the eye collapsed as the surgeon was unable to activate the reflux. The eye was reinflated with air and the surgeon reports the patient is doing well. Additional information has been requested.